Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. On (b)(6) 2026, the patient was admitted to the Intensive Care Unit (ICU) with Diabetic Ketoacidosis and HHS (mixed picture). The patient was also wearing a Tandem insulin pump. Prior to the patient¿s hospitalization, the reporter stated the patient¿s CGM device was reading inaccurately for over 2 days providing low bias readings. As a result, the patient was receiving minimal insulin via his Tandem insulin pump, and his parents were also providing him with additional carbohydrates as treatment. The patient¿s family was not doing any BG meter readings during this time. No BG meter reading or treatment details during the patient¿s hospitalization were reported. On (b)(6) 2026, the reporter reached back out to update Dexcom that the patient passed away over the weekend and that she did not know all the details at the time of report. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of Diabetic Ketoacidosis.